Event description:
"Caller alleged discrepant results compared with the lab. Results as follows". Date: (B)(6) 2010, inratio: 4.5, lab: 3.5. Pt's target range 2.5-3.5. Pt's medication or clinical conditions have not changed since last time she called.

Manufacturer narrative:
Investigation pending.